Event description:
An electronic report was received from a hemodialysis user facility. The facility reported that the venous bloodline tubing separated from the venous male adapter. The event occurred after undergoing one and one-half hours of the dialysis treatment. It was reported that once the event occurred, the staff set up a new venous line from a different lot number on to the dialysis machine in order to continue the dialysis treatment that was ordered. The new line was used for completion of the dialysis treatment without further incidence. The line was saved for an evaluation. It was reported that this patient did have a 250 ml loss of blood. There was no report of injury or ill effect to this patient. The patient did complete dialysis and was discharged to home when the treatment was completed.